Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. Customer was explained the possible causes of blank display. Customer stated that there is crack on lower right of the screen. Customer stated that she dropped the pump on the counter awhile. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.